Event description:
Related manufacturer reference number: 2017865-2021-35417. It was reported that the patient presented in clinic with heart failure. Device interrogation revealed that the right ventricular lead had high capture thresholds and pacing impedance had more than doubled. Additionally, the left ventricular lead had high capture thresholds. The right ventricular lead was capped and replaced on (B)(6) 2021 and programming changes were made to resolve issues with the left ventricular lead. The patient was stable post procedure.